Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained from one patient sample using vitros na+ reagent on two different vitros 5600 integrated systems. A sample related issue is most likely the assignable cause for the event. It is suspected, although not confirmed, that the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Based on the review of the vitros na+ historical quality control results, the vitros na+ reagent lot was performing as intended across both vitros 5600 systems.

Event description:
A customer observed a higher than expected sodium (na+) results from one patient sample using vitros na+ slides tested on two different vitros 5600 integrated systems vitros na+ results of 150 mmol/l versus expected vitros na+ result of 129 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The non-reproducible, higher than expected na+results were not reported from the laboratory and there was no allegation of actual patient harm as a result of this event. (B)(4).